Event description:
It was reported that during treatment the footswitch was pushed, it was confirmed an alarming lump illuminated. The problem was not solved by restarting the console. The surgery was completed with surgical knives. No patient harm. No information about delay. The device will be returned for evaluation.